Event description:
It was reported that prior to a device implant procedure, device was unable to be interrogated with radio frequency telemetry. The device was attempted to be interrogated via wireless telemetry connection however was unsuccessful. The device was attempted to be interrogated a week later via wireless telemetry however the device was still unable to be interrogated. The device was not implanted. No further information available.